Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The device failed the probe check and error code u509 was observed. The proximal end of the device was inspected under a microscope and a crack was found on the probe. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a laparoscopic cholecystectomy procedure, several probe damage error codes and a open circuit error message were observed. It was stated that this occurred when the tissue was grasped between the grasping sections of the device. It was reported by the user facility that the probe did not break or fall into the patient. The intended procedure was completed with another similar device. There was no patient injury reported.